Event description:
Fractured implant. Apical tip have been removed too, but has disapperared in dental solution.

Event description:
Fractured implant. Apical tip have been removed too, but has disapperared in dental solution.